Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2008. The patient reported had lost vision due to the development of a cataract. The facility reported it was an anterior subcapsular cataract. The icl remains implanted. The patient's post-op va was 20/40 and the prognosis is good.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the icl was explanted on (B)(6) 2011. The patient's bcva was 20/70 and the prognosis is good.

Manufacturer narrative:
(B)(4): lens work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4), approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. The type of cataract described in this patient is clinically significant because patient has lost 2 lines of vision. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4): lens implanted.